Event description:
A malfunction alarm was reported with code "malf 9." There was no adverse impact to the customer's blood glucose level. The customer had not reset the pump for this malfunction within the last 24 hours, and although technical support intended to reset the tandem mobi, the customer was unable to do so at the time due to the lack of a charging pad.